Manufacturer narrative:
This supplemental report is being submitted to provide the olympus endoscopy support specialist (ess) findings and to update sections. The ess visited the user facility on (B)(6) 2016 and provided a reprocessing in-service training. No reprocessing deviations were noted during the in-service.

Manufacturer narrative:
The device was not returned to olympus for evaluation or service at this time. The cause of the reported event could not be determined. As part of our investigation of this report, an olympus endoscopy support specialist (ess) was requested to be dispatched to the user facility to assess their reprocessing practices and to provide reprocessing training if necessary. To date, the ess visit has not been finalized with the user facility. In addition, olympus made multiple follow up attempts by telephone and in writing to obtain additional information regarding the reported event; however, no additional information was obtained.

Event description:
Olympus was informed that a patient allegedly developed sepsis and a septic left knee joint after undergoing an endoscopic retrograde cholangiopancreatography (ercp) procedure on (B)(6) 2015 using a tjf-q180v duodenovideoscope. The patient was given antibiotics immediately prior to tapping the knee and culturing of the fluid. The patient also received a left arthroscopic irrigation and debridement of the knee. No additional information was provided.